Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's number: 2017865-2020-06103. Related manufacturer's number: 2017865-2020-06105. Related manufacturer's number: 2017865-2020-06107. It was reported that the patient presented in the hospital with pacemaker pocket erosion and a possible sepsis/staph infection with wound dehiscence and serosanguinous drainage. There is no known allegation from a health professional that suggests the infection was related to the biventricular pacemaker system. The physician prophylactically explanted and replaced the pacemaker, right atrial lead, right ventricular lead, and left ventricular lead. The patient was in stable condition.